Event description:
Returning from patient transport to nuclear medicine for diagnostic test. Patient using nppv mode via full face mask. Ventilator cycling through is post - all visual indicators and audible alarm sounding. Count not be silenced or turned off for about 10 min. Ventilator was removed from patient at begining of event so patient was unaffected by malfunction. Malfunction occurred while using external battery. Patient was transported using internal battery (~10 min) then switched to a/c power (-20 min) then transported back on external battery (-10 min) during which the ventilator failed - at the very end of the transport. Type of alarms were not noted. Accessory: 02 source. No patient harm